Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding their implantable neurostimulator (ins). It was reported that shortly after implant date or about a week or two after implant date, her controller went blank and became unresponsive. Pt states that she spoke with her rep regarding this issue. The rep had pt take battery pack out and put it back in which resolved the issue. Patient added that over at least the past two weeks, her ins has been taking significantly longer to charge than normal (used to take 45min to charge, now takes over an hour and a half- still recharging at excellent). Pt mentioned that in addition to the ins taking longer to charge, she has noticed that she will need to charge her controller more frequently as well. Pt then stated that over just the last week she has noticed that sometimes when she starts charging her ins the controller will just display 'recharging' with no recharge quality attached and when this happens she has to take the battery pack out and put it back in to reset the controller and then the ins will recharge normally. Patient was redirected to repairs department for the replacement of the rtm. No symptoms and no further complications were reported.